Event description:
It was reported that the pt never had therapeutic effect after implant. The pt reported her medication has caused her to be sick, weak and they can't stop going to the bathroom. She stated the pump was "too big for their body" and "tubing is lying on first rib." The pt was in the process of turning down her pump in preparation to have it removed. She also noted her catheter was kinked and moving up her spine and was causing pain in the spine and down into buttocks. The pt's physician recommended a revision rather than an explant. It was noted the pump contained bupivacaine, dilaudid and fentanyl. The dosage and concentration were unk. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).